Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 302830, batch # unknown. It was reported by customer that white substance on the stopper of the syringe. Verbatim: I received another complaint regarding our 20 ml syringes. One of our pharmacists reached out to report a white substance on the stopper of the syringe. Please let me know if there are any active recalls that I should be informed of.

Manufacturer narrative:
Pr (B)(4) follow up. It was reported there was a white substance on the stopper of the syringe. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.